Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, an opening. The device but, cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional additionally reported, "any creases associated with hole". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Correction for h3: no device was received, at the device analysis lab.